Manufacturer narrative:
Without a lot number, device history record (DHR) review cannot be conducted . Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After use of the mynx control vascular closure device (vcd), the access site was still bleeding and the physician had to balloon the site to stop the bleeding. The physician accessed the patient¿s right femoral artery for an intervention. It was noted that the vessel was moderately calcified. The vessel was closed using a 6/7 mynx control. After deployment, the site was still oozing. The patient was brought up to a nursing floor and the site continued to ooze. A femstop was applied on the floor. The site still had bleeding. The patient was brought back to the lab, the left femoral artery was accessed and the physician attempted to deploy a covered stent. The covered stent didn¿t take. The physician then used a balloon which stopped the bleeding.

Manufacturer narrative:
After use of the mynx control vascular closure device (vcd), the access site was still bleeding and the physician had to balloon the site to stop the bleeding. The physician accessed the patient¿s right femoral artery for an intervention. It was noted that the vessel was moderately calcified. The vessel was closed using a 6/7 mynx control. After deployment, the site was still oozing. The patient was brought up to a nursing floor and the site continued to ooze. A femstop was applied on the floor. The site still had bleeding. The patient was brought back to the lab, the left femoral artery was accessed, and the physician attempted to deploy a covered stent. The covered stent didn¿t take. The physician then used a balloon which stopped the bleeding. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿inability to achieve hemostasis¿ and ¿vascular access site bleeding¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Patient factors, pharmacological factors and/or handling factors of the device may have contributed to the reported events. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.